Event description:
It was reported that the pump touch screen was missing pixels and has lines on top of the screen, leading to screen being difficult to read. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.